Manufacturer narrative:
Our field service engineer investigated the ventilator and found liquid damages on two pc boards. The pc boards were replaced and the ventilator was tested and functioned without anomalies. The replaced parts was not returned for investigation. There is no information how the liquid entered the ventilator. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to various alarms and failures. Provided test log confirms the reported failed pressure transducer test during pre-use check. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The ventilator was manufactured in year 2006 to the applicable standards at the time for liquid spill ingress protection. The root cause of the failed pressure transducer test during pre-use check was the liquid damages on the two pc boards.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).